Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to the manufacturer's service center for evaluation of a maintenance required message. There was no patient involvement, and no harm or injury reported. On evaluation, several oxygen blending module (obm) accuracy urgent service alarms were noted in the device's error logs; an oxygen flow sensor failed, obm valve failure, and obm pressure sensor error. The obm printed circuit board assembly and obm gasket kit were replaced to address the issue. Additional findings not related to the malfunction/issue: missing rubber feet were replaced.